Event description:
The arrhythmia alarm of the central nursing monitoring station was activated due to a bradycardia rhythm. The sound level of the alarm was attenuated to its lowest position, 10%. At that time, all pt care staff were in other pts' rooms and did not hear the alarm when it activated. The alarm function continued for the next 11 min without being heard by the staff. The pt treatment of this arrhythmia was delayed. Staff were not aware that the volume of the alarm was turned down. There is not a visual indicator on the control panel that shows that the alarm had been turned down. The only way to determine the alarm setting is to visualize the setting through the software. Version 3.0 manuals were provided with the equipment implemented in 8/98. However, the new equipment necessitates version 5.0 manuals. Marquette has stated that the basic info is the same in the version 3.0 manuals, but facility has identified that it lacks some important info. Marquette has stated that it is still in the process of writing the version 5.0 manual.